Event description:
Nurse states placed snare down unk scope and into cecum for removal of very large polyp. Using the valleylab cautery unit, physician snared the sessile polyp and during cautery, lost current. Nurse states different cautery units & connectors were tried and still no current. Physician began to remove loop from polyp and noted the loop could not be removed. Using another snare w/cautery, physician was able to cut away the loop from the polyp without further incident to pt and procedure was completed. Snare was removed from scope and retested outside the pt and worked fine.